Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation procedure with two 375cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade IV), post-procedure. The capsular contractures were diagnosed via physical consultation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9574870 sn: (B)(4) and (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9574870 sn: (B)(4). This medwatch form is for the right breast prosthesis.